Event description:
It was reported by the customer that in pyxis medstation es system patient was not showing. The customer stated that they were unable to pull out pain medication for the patients and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist advised the customer about the character limit for the allergen code and description to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.